Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that during a total knee surgery, the blade broke. It was also reported that there was a minor delay to open new blade and the procedure was completed successfully. It was further reported that the complainant was not aware of medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the blade was bent during use as well as potentially coming in contact with other surgical equipment from the wear noted on the teeth of the blade. The IFU's of the handpieces for use with this blade was reviewed and contains warnings against bending of blades as follows: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Event description:
It was reported that during a total knee surgery, the blade broke. It was also reported that there was a minor delay to open new blade and the procedure was completed successfully. It was further reported that the complainant was not aware of medical intervention or adverse consequences as a result of this event.